Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the port broke on entry and insufflator gas started coming out. Dr (B)(6) placed instrument inside the trocar and was happy with the outcome. At the end of the procedure small piece of the trocar was retrieved patient was fine.

Manufacturer narrative:
(B)(4).